Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for a triathlon knee revised due to infection. Bone & joint journal 2020; 102-b(4):434-441. The bone & joint journal article "reduction in patient outcomes but implant-derived preservation of function following total knee arthroplasty: longitudinal follow-up of a randomized controlled trial" reports that of a cohort of 66 implants, mean age 75.4 ±7.6 years, 63% female, a triathlon knee was reported as revised due to infection at six week follow-up.